Manufacturer narrative:
Date of report correct to 19 december 2023.

Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The sensor was returned for a sensor replacement alert and after being tested, it revealed a loss of chemical performance. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to oxidation of the chemical component of the sensor. As part of resolution, an RMA was issued for sensor replacement.

Event description:
On october 19, 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.